Event description:
It was reported via phone call, that the customer received a button error alarm, and the buttons were unresponsive. Customer's blood glucose level at the time 389 mg/dl. It was also mentioned that the insulin pump had been dropped. Troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.